Event description:
The pt contacted lifescan alleging that their one touch ultra meter was prompting the error 2 message. When unable to get a result on their meter, the pt went to the doctor. Pt took no action to affect their blood glucose level. Pt was not having symptoms of high or low blood glucose level at the time of concern. A result of 357 mg/dl was obtained on the doctor's meter. The pt was treated with insulin, the type and dose were not provided. As the pt did nothave symptoms of hyperglycemia, there is no indication thatpt experienced injury and medical intervention due to the meter. The meterwas new. The customer care representative (ccr) discovered that the pt was using incorrect technique in applying the blood sample. The ccr walked the pt through the retesting and the error 2 message still appeared. Due to the unresolved error 2 message, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.